Manufacturer narrative:
The customer contacted product support and requested for service repair. Per key market the power supply was replaced because the original power supply didn¿t provide output voltage. After replacing the power supply, the issue was corrected.

Event description:
The customer reported that the ventilator¿s power supply does not provide output. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).